Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s pump alarmed unexpected restart and then went blank. The customer said they inserted a new battery but that it did not help. Their blood glucose was 139 mg/dl. Troubleshooting was done with the customer¿s parent. The drive support cap was not damage and the pump had not been exposed to moisture. She cleaned the compartment contacts and inserted a fresh new battery but the pump still did not turn on. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: blank display due to moisture damage on the lcd board. Unable to confirm unexpected alarm or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.